Event description:
Patient developed bruising, tenderness, discoloration after collagen injection. Physician believes this is a vascular event of occlusion, but no necrosis identified at this time. Physician has treated with topical nitroglycerine paste, oral z-pak antibiotic, and oral aspirin.